Manufacturer narrative:
This report is filed on october 23, 2017.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit leading to device non use; subsequently, the device was explanted on (B)(6) 2017. There are no plans to re-implant the patient with a new device.